Event description:
The customer reported that the "iris pot error" and "iris too large" displayed on the mainframe. This happened during a case but the customer was able to complete the case. No pt injury was reported.

Manufacturer narrative:
The ge svc rep repaired the broken wire to collimator pots. He rebooted and tested the system operation with no problems. The system is functioning as intended.